Event description:
A malfunction alarm occurred with the pump during a pumping session. There was no reported impact to the customer¿s blood glucose level. The customer was unable to resolve the issue by loading a new cartridge, leading to recurring alarms. Technical support provided assistance by arranging for a replacement pump and instructed the customer on how to put the pump into storage mode for return. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.